Event description:
It was reported that during use in a subacromial decompression of the right shoulder, the pump was alarming and it was noted that the pt's shoulder was hard and distended. The surgery was stopped, the pt was observed throughout the day and sent home later that day. It was reported that the pt is doing fine and will be rescheduled for the procedure.

Manufacturer narrative:
Investigation results: the tubing set used during this event was returned for eval. The tubing set was tested together with the pump used and met all requirements. The customer will be contacted to provide any additional inservicing needs for these devices.